Manufacturer narrative:
The device that was intended for use in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable root cause may include a missed quality check. No lot/serial number has been provided; therefore, a document review is not possible. A complaint history review found further instances of the reported event. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional rmr is not required. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.

Event description:
It was reported that when the sterile pouch was opened, it was confirmed there was a yellow stain on the dressing, so it was not used for treatment. Two products opened had the same problem, so the doctor gave up to use melolin and changed to treatment with gauze. It took about 2 minutes to deal with it. No patient harm. The lot number is unknown. The sample will not be returned and no photo is available.